Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: a review of the last basal delivery was recorded on 05/09/2013. A review of the black box history revealed on (B)(6) 2013 at 6:20am a ¿replace cartridge¿ alarm was noted; deliveries resumed on (B)(6) 2013 at 9:59am. The pump was not in use from (B)(6) 2013 5:11am until (B)(6) 2013 7:50am. The total daily dose insulin delivery totals were reviewed and correctly reflected the users programmed basal rates. Only typical usage alarms and warnings were observed in the alarm history and black box history. The pump passed the 29 hour flow accuracy test and was found to be delivering within the specification. Unrelated to the complaint, the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient became very ill on (B)(6) 2013 with a high blood glucose (bg). The reporter stated that they were bolusing through the pump and the bg was not responding. The reporter then changed the insulin and infusion set on (B)(6) 2013 and the bgs did not respond. The reporter stated that on (B)(6) 2013, they bolused 13 corrections and all were confirmed in history as delivered. The patient disconnected and primed the tubing. The patient started to experience nausea and ketones and the patient was taken to the hospital. In the emergency room, it was determined that the patient's bg was 30-40mmol/l and diagnosed with diabetic ketoacidosis. The patient was treated with 8.5mmol/l IV drip. The IV drip was discontinued two hours later and while on pump therapy alone bg returned to 27mmol/l. All settings were found to be correct. The healthcare professional felt the pump is malfunctioning and would like it replaced. This report is being made due to the alleged bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.